Event description:
Prior to a novasure endometrial ablation the physician removed ¿two small lesions¿ that were ¿suggestive of polyps¿ with a myosure tissue removal disposable device on a pt with ¿uterine anteflexion¿. The myosure procedure completed without difficulty. The physician then seated the novasure array with success, but the array could not be deployed greater than 1 cm due to pt anatomy. The device was reinserted and cia (cavity integrity assessment) test was successful. The novasure procedure was completed. The physician performed a post ablation hysteroscopy and noted ¿minimal distension, immediate deficit of 500 cc, suggestive of uterine perforation¿. Saline was used as the distention medium and the pt did not require intervention for the fluid deficit. A laparoscopy was performed and no perforation was seen, but there were ¿2 small points of cautery, each approximately 3mms in diameter and approximately 2.5 cm apart¿, one point of cautery on the fundus at the left cornua, the other spot was midway between the midline fundus and left cornua¿. Additionally, ¿there were noted to be multiple adhesions and an ovarian cyst consistent with endometriosis. There were 2 small cauterized spots on a band of adhesions. There was no thermal bowel injury identified. The pt was admitted overnight for observation. The pt is currently stable¿. We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller, myosure hysteroscope, and aquilex fluid control system not provided by the complainant. The device is not being returned. Therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was not conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).